Event description:
The consumer states as he was coming down his ramp, the chair allegedly tilted over on his frontside, resulting in two broken toes.

Manufacturer narrative:
MFR rec'd info from a user who alleges his chair tipped forward and resulted in two broken toes. This incident may be the result of a malfunctioning lock which is the subject of invacare's voluntary correction, (B) (4)